Event description:
Additional information received reported that originally there were 3 files with 3 different patients related to this event, however it appears that there are only 2 patients and that this event was possibly recorded in error and did not occur. The other 2 related files have a manufacturing report # of (3007566237-2012-01677) and manufacturing report # of (3007566237-2012-01680). No further information was provided. Additional information had been requested, but was not available as of the date of this report.

Event description:
Crystallization at the top of the catheter was reported. It was added that there was an increase of backward flow. The catheter was blocked; coagulation on the catheter was noted. It was stated that it was "possibly a coagulation of ziconotide; this happened during the treatment with 4-6 mcg ziconotide". "Possibly problems with the pump" was also indicated; however the pump was of another manufacturer. Patient outcome was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).